Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported the loss of therapeutic effect for implantable neurostimulator (ins) but every time when patient's implant was checked, therapy appeared to be turned off. Patient had relief again after therapy was turned back on. This was a reoccurring monthly issue. Patient was sure that they didn't accidently turn therapy off. It was advised that caller to keep record of when therapy was off. Patient was implanted for fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.